Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an empty cartridge alarm during bolus delivery with 5 unit insulin remaining in the cartridge. However, the cause of the alarm could not be confirmed. Troubleshooting was not performed as event occurred in the past. The customer changed out the supplies and resumed insulin delivery. There was no impact to the customer's blood glucose level.